Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, small air bubbles were noted around the seal of the pump head. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.